Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four months ago the pacemaker estimated longevity remaining was at 0.5 years but now it was reported to be at 2 years. Subsequently, an analysis showed that the devices with an autocapture on had experienced similar longevity behavior due to changes in autothreshold values which caused bin hopping. The weekly threshold data provided shows values of 0.7v to 1.1v which would not cause a bin flip. This device was presently in bin 0 and should have about 1.6 years remaining if autothresholds or lead impedances remain stable. Additional information was received indicating the patient's device will continue to be monitored. At this moment this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that the pacemaker was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.